Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels. The customer stated that due to weight loss and insulin absorption issues, the bg elevated. After trying different types of infusion sets, the customer reverted to using insulin injections to manage diabetes.